Event description:
It was reported that the lead had high impedances and the patient was experiencing inadequate and loss of stimulation despite reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.